Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels reached 374 mg/dl while wearing the pod between 4 and 24 hours. The cannula dislodged from the infusion site (back). As treatment for hyperglycemia, correction shots of insulin were delivered and a new pod was applied.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. The soft cannula measured the correct full length according to specification and did not appear damaged. Inspection of the fluid path and needle mechanism components found no evidence of any damage or manufacturing deficiencies that would result in the soft cannula becoming dislodged from the infusion site. A root cause for the reported dislodged cannula could not be determined. The download data showed that timeouts occurred towards the end of the device run, however, no hazard alarms or drive stalls were observed in the data which indicated that the pod was still in operation and the ratchet gear was still rotating. Blood was observed to be blocking fluid flow through the formed needle and soft cannula. Though blood was observed to be blocking the fluid path during the investigation, the data showed that fluid was still able to flow through the fluid path during use.